Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Device explant due to moderate dysphagia occurred without issue on (B)(6) 2017; a fundoplication was performed at the time of explant. Device was found in the correct position/geometry.